Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted the reload was fully fired and the interlock was engaged. The jaw of the reload was open. The adapter was damaged and bent. It was reported that the staple was centrally incomplete. The reported issue was confirmed. The most likely cause could not be established from the information available. It was also reported that the connection between the adapter and reload had been pushed forward slightly. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. It was additionally reported that during firing, the device articulated unintentionally, returning to a straight position. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: ensure that the black return knob on the instrument is pulled back completely and the articulation lever is neutral (0° relative) to the instrument. Cycle the instrument to confirm proper loading of the reload. To do so, squeeze the handle once to close the jaws of the reload. Push the black loop handle all of the way forward or pull back on the black return knob and confirm that the reload jaws open fully. Failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. Shipping wedge printing indicates ""do not remove until loaded". Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant product: sigphandle, sig power sigphandle handle (serial#unknown); sigpshell, sig power sigpshell control shell (lot#unknown); sigadaptstnd, sig power sigadaptstnd linear adapter (serial#unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a robot left lobectomy, in the resection of pulmonary parenchyma, the stapler was inserted through the intercostal porthole via the mini-mini wrap disc. During the approach, the connection between the purple reload and the adapter was in the intercostal space, causing pressure. A "crack" sound was heard, and the stapler was removed. The gray reload was reinserted to first treat the blood vessels, and the blood vessels were treated as normal without any problems. Then, a device from another manufacturer was used to treat the remaining parenchymal tissue. The powered stapler with the same purple reload was then reinserted, and an open or close test showed no problems. There were also no external problems. During firing, the device articulated unintentionally, returning to a straight position. When the reload was returned, the connection between the adapter and reload had been pushed forward slightly. Visually, the staple line of the reload was centrally incomplete. The resection of approximately one centimeter that was left uncut was still done.